Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer recently got an insulin pump replacement and feels is not working properly. Customer stated since then, she's been experiencing high blood glucose. The customer's blood glucose at the time of incident was over 400mg/dl. She treated with a bolus of 6 units. The customer's current blood glucose was 346mg/dl. Customer noticed different screens populating on the pump. Customer mentioned she communicated with doctor to assist with pump programming. After troubleshooting, we were able to determine that the insulin pump was functioning normal.